Manufacturer narrative:
Although the complainant has indicated the suspected device is being returned for evaluation, it has been received and the device evaluation has not been performed; the cause of the reported malfunction is undetermined.

Event description:
It was reported to boston scientific corp. On 12/11/2008, that an autotome rx sphincterotome was used during a procedure. According to the complainant, the device has a "split" on it. There were no pt complications reported as a result of this event.